Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v355048, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v355048, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The healthcare professional reported that on (B)(6) 2011 a patient whose indication for use is parkinson's dual was seen in the emergency room following the patient moving a monitor and feeling a change in the deep brain stimulation. High impedances were found. On (B)(6) 2011 a surgery was done to check the lead/extension impedance and on (B)(6) 2011 the right and left subthalamic nucleus (stn) leads were replaced.